Manufacturer narrative:
The field service engineer found that a nozzle in the rinse station was dislodged and the spring holder was not connected correctly. The fse cleaned and replaced the spring and confirmed that all nozzles were moving correctly. A mechanism check was performed and was acceptable. Wash and rinse amounts were confirmed to be correct and air pump flow was normal. The investigation determined that the event was consistent with the dislodged nozzle. The root cause of the event could not be determined.

Event description:
The initial reporter received questionable valp2 valproic acid results for qc material and one patient sample on a cobas 8000 c702 module. The sample was run in 4 replicates. The valp results were 640 umol/l, 837 umol/l, 658 umol/l, and 580 umol/l. No erroneous results were reported outside of the laboratory. It is unknown which results were deemed correct. The reagent lot was 59841301 and the expiration date is 31-mar-2023.